Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited low impedance. Further information was requested, however, was not provided.

Event description:
(B)(6) contacted technical services for transmission review of impedance being low. Tse reviewed the transmission and advised to the nurse lead is below the lower limit. Lead is at 160 ohms. Tse advised to consult with the physician for a lead revision. Nurse will talk to the physician for the next course of action. No patient's symptoms were reported. Patient's weight is unknown.